Manufacturer narrative:
(B)(4).

Event description:
The customer reported observing a blood leak under the needle assembly of the lh750 slidemaker and the source was unknown. The issue was noted while the customer was troubleshooting for low vacuum out of range errors with the customer technical support over the phone. The customer was wearing personal protective equipment consisting of a lab coat and gloves and there was no exposure or injury reported in connection with this event. Patient results were not affected and there was no change to patient treatment. Beckman coulter field service engineer (fse) assessed the unit on site but did not observe a leak on the instrument. Fse discovered vacuum isolator chamber (vc1) out of range during slide making process and proceeded to clean and flush regulator restrictor tubings. Fse replaced the vacuum regulator and cleaned the ejector module to resolve the vacuum out of range issue. The cause of the leak is unknown.